Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. Upon interrogation, capacitor charge time limit having been reached alert was noted. The patient stated that he heard noise before it vibrated. The device was explanted and replaced. The patient was stable.